Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited variable pacing impedance and a suspected low voltage fracture. It was later reported that a lead revision was attempted, however, the new lead could not be placed due to occlusion. The chronic rv lead is being monitored. Later, it was reported that the patient experienced inappropriate therapy for ventricular fibrillation (vf) due to oversensing of noise on the rv lead. The rv lead triggered a lead integrity alert (lia) due to pacing impedance variation and a high sensing integrity counter (sic) and another lia for high rate non-sustained episodes and high sic. Later again, it was reported that there were warnings for high undefined rv pacing impedance and high rv thresholds. Possible rv lead undersensing and loss of rv lead and left ventricular (lv) lead capture were also noted on stored episodes. The rv lead and lv lead remain in use. No further patient complications have been reported as a result of this event.